Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2022-dec-15, information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indi cations for use. The reason for call was about a week ago the pt let their controller battery drain and when they charged it back up and turned it on the pt had their 3 different programs to chose from and when they would adjust their therapy they got something that it could not provide their intensity settings. Pt could turn the intensity levels down but they could not turn it up. Pt turned group a down to 4.2 and when they attempted to turn it back up it said it could not go that high; pt normally had their intensity set at 6.2. Pt went to group b and they could decrease the intensity but could not bring it up. During call pt verified the message they were getting when trying to increase the intensity was settings not available. Pt verified they had no recent falls or traumas. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Pt noted they had an appointment on the 19th.redirected caller: patient's hcp on 2022-12-19, additional information from the patient indicated that pt started receiving oor message on controller. Upon connecting to battery, contact 0 on l lead impedance showing 40000. All groups previously using contact 0. Reprogrammed ld not using contact 0. Pt reporting pleased with programming following reprogramming. Physician made aware. A loss of stimulation occurred. The cause was unknown. The issue was resolved.

Manufacturer narrative:
G4. Correction: missing in initial report medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.